Event description:
It was reported that an ilet user experienced significant blood glucose fluctuations, with a high of 400 mg/dl followed by a low of 40 mg/dl. The user reported hypoglycemia after meal announcements, with subsequent lows even when meals were not announced. The device alerted for out-of-range values. Symptoms included dizziness, sweating, and confusion. Outcomes included correction with oral carbohydrates (skittles and food) without external assistance and no need for medical intervention. Investigation included user education, troubleshooting, and assignment of additional training, as the user believed the ilet had adapted incorrectly. Investigation of this case revealed that the cause of the glucose fluctuations was unclear, though insulin stacking was suspected after a ¿breakfast usual¿ meal announcement following a prolonged high. It was concluded that the event involved both high and low glucose excursions with an undetermined root cause. The device has not been returned; if it is returned, it will be evaluated, and a supplemental report will be filed.